Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning and high thresholds. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.